Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to complaint. No corrective action can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time due to the lack of defective product it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.

Event description:
It was reported that the clips didn't close during a lrc+lpnd+bricker procedure. No pt injury reported. Pt current condition reported as fine.